Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said their ins is pushing against their sciatic nerve and they can hardly sit down. As a result of what was reported, the patient was redirected to a general surgeon regarding device removal. The patient noted that they didn't have a managing hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said their ins is pushing against their sciatic nerve and they can hardly sit down (the manufacturing company interpreted the device issue as a placement issue). As a result of what was reported, the patient was redirected to a general surgeon regarding device removal. The patient noted that they didn't have a managing hcp. No further patient complications have been reported as a result of this event.